Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The navigation system was replaced. No parts have returned to the manufacturer for evaluation.

Event description:
A medtronic representative reported that during set up for a case, the wheel of the navigation system fell off. The brakes on the wheels no longer work and the wheel fell off. There was no patient present when this issue was identified.

Manufacturer narrative:
Device evaluation: the navigation system was returned to the manufacturer for evaluation and the issue was confirmed. The slug that the caster is attached to fell out of the base casting and is unrepairable. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a navigation hardware anomaly tracking database.